Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h3. Event description: as reported, the basket of the ngage nitinol stone extractor does not work properly when placed into the working channel of ureteroscope during a ureteroscopy procedure. The device was tested prior to use without issue. The procedure was completed successfully by replacing the complaint device with another like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of, complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. The available evidence indicated the device was made to specification. The complaint device was lost during return shipment to cook medical. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records found twelve other complaints associated with the complaint device lot. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), does not provide any information related to the reported issue. The complaint device was not received by cook for investigation. Based on investigations of other devices with the same issue and the manufacturing date, the issue was identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. The cause for the issue has not yet been determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter info: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket of the ngage nitinol stone extractor does not work properly when placed into the working channel of ureteroscope during a ureteroscopy procedure. The device was tested prior to use without issue. The procedure was completed successfully by replacing the complaint device with another like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.